Event description:
It was reported that the patient was experiencing an infection at the ipg site. As a result surgical intervention was undertaken wherein the patient's system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.